Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far.

Manufacturer narrative:
Concomitant medcial products: product ID: neu_wrench_acc, product type: accessory. Product ID: neu_ unknown_lead, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider reported that implantable neurostimulator (ins) setscrew was broken. The device was broken in the box on (B)(6) 2015. The device was not used in the patient and there was no patient death. The ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.